Event description:
When placing a needle in the foam of the nc 1614 bladeguard ii needle container the entire portion slips out as if the glue isn't holding it in place. Customer is concerned that the needle could come through and injure someone. This has happened several times in the last five months and has occurred sporadically over the past two years. No actual injuries were reported by this customer in association with this product problem.